Manufacturer narrative:
This report is submitted on september 08, 2023.

Event description:
Per the clinic, the patient experienced burning sensation with external device use resulting in inflammation and discomfort. Subsequently, the patient was treated with oral steroid (specific date and duration not reported).